Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
(B)(6) the doctor reported that enlite sensor did not last 6 days. The doctor wasted 10 sensors with this event. No further details given. Customer: (B)(6) no RMA requested.